Manufacturer narrative:
The complaint reporting a detached set was confirmed. The dimensions of the shunt and the y-clave arm were taken and found to be within the design specification. Some bonding solvent was present on the shunt however, the probable cause of the separation from the y-clave is a manual bonding error. No DHR lot number review was conducted since no lot number was identified.

Manufacturer narrative:
The device has not been received. The lot number of the device involved in the event was not reported; therefore, the manufacturing and expiration dates are not available.

Event description:
It was reported that during a child's home hospitalization, one of the lines of the extension set got detached causing the child to bleed. There was no harm to the patient reported. No additional information is available.